Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic adrenalectomy, upon balloon inflation, the bag broke and a part of it fell into the patient's cavity but was instantly retrieved. The procedure was completed using another device. No patient injury noted.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon, trocar balloon and lock collar appeared intact. The inflation syringe was not received. The insufflation bulb was received. The obturator was received. Pmv performed functional testing: the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated using a test syringe no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic adrenalectomy, upon balloon inflation, bag broke. The part fell into the patient's cavity and was retrieved immediately. There was not a rapid loss of abdominal pressure due to the device issue. The procedure was completed with another device. There was no patient injury.